Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture. The patient was admitted to the hospital for further evaluation. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture. The patient was admitted to the hospital for further evaluation. This lead remains in service. No adverse patient effects were reported. Additional information was received that the loss of capture was resolved with programming changes. This lead remains in service. No adverse patient effects were reported.